Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable. No grip misalignment was observed during visual inspection.

Event description:
It was reported that during central processing, the tips of 8mm large needle driver instrument were not aligned. There were no reports of patient involvement or patient injury.